Event description:
It was reported that the tip of the device separated during treatment of a bifurcation lesion with two big branches (3.3mm reference vessel diameter), a septal and a diagonal. Good guiding catheter support was reported, and slight resistance was encountered advancing the device through the guiding catheter. Several unsuccessful attempts were made to advance the device into the lm, including the adjustment and deep seating of the guiding catheter. Also an attempt was made to turn the dca catheter into the aorta. The anatomy was not considered challenging (slight tortuosity, no calcification), and the cause of the advancement difficulties was unknown. It was then observed that the device was stuck in the guiding catheter, and after contrast injection did not reveal any anomalies, the device and the guide wire were removed from the anatomy. The tip of the device was observed to be missing; angiography was used to locate the tip at the stenosis, and flow was noted to be slightly impacted. An attempt was made to snare the device, and dissection and hematoma (extravasation of contrast) were observed in the lm and lad. An unsuccessful attempt was made to retrieve the tip using a guiding catheter. A dilatation catheter was then advanced, with difficulty, past the lesion and used to dilate the stenosis. A stent was deployed at the stenosis, and then a second stent was used to trap the tip against the veseel wall, leaving the distal portion of the tip trapped in a small diagonal branch. The procedure was finished by the deployment of stent(s) in the lm, timi 3 flow was observed in the lad and ischemia was gone. Subsequently, a decision was made to recommended elective CABG after monitoring the severity of infarction. No add'l info was provided.